Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed for s321 (motor error-pmc, left) malfunction error code. The device was returned to the biomedical department with a note that stated, "s321 malfunction alarm, pump motor lack of movement and pump gep count low". No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility a s321 (motor error-pmc, left) malfunction alarm code was found in the device history. No additional information was provided.